Event description:
Reporter indicated that a hp handheld computer's screen froze on the sys diagnostics screen. Resets were reported to have been unable to resolve the issue. Good faith attempts for return of the device have been unsuccessful to date.